Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter, due to an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event updated. Device code updated to reflect fluid leak. Patient code updated to reflect erosion. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:59 pm CT. The report number is being corrected from: 2183959-2018-61921 to: 2183959-2018-61216.

Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter, due to an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the previous 3.5 cm cuff was explanted because it developed a leak and caused erosion. A deactivation plug was also placed in the pump tubing going to cuff. The patient was going to be re-implanted with a new cuff after three months.